Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: (B)(6).

Manufacturer narrative:
A video of the leakage failure for product 22603-b007t was submitted for quality evaluation. The customer complaint of leakage was confirmed. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 22603-b007t lot number 25025392 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.